Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation; all keypad buttons responded normally during investigation. There was no damage to the keypad cover. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok and contrast keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.